Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The customer only wanted to report the alarm. The customer declined service, support and repair services. No parts were returned to philips failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared a "no oxygen available" alarm. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.